Event description:
A hospital in (B)(6) reported that an rt105 adult breathing circuit failed the leak test on a drager evita 4 ventilator. This was found before use on a patient.

Manufacturer narrative:
(B)(4). The rt105 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned breathing circuit was submerged in a water bath to test for leaks. Results: our testing revealed that there was a leak between the bowl and lid of the breathing circuit water trap. A lot check could not be performed as no lot number was provided. Conclusion: the rt105 breathing circuit water trap consists of a bowl and a lid. The water trap bowl and lid can be separated to allow the caregiver to empty the water trap. All circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. The user instructions for rt105 adult breathing circuit state the following: check all connections are tight before use. Set appropriate ventilator alarms. (B)(4).